Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, and therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe 20ml ll s/c 48 experienced liquid/moisture/droplets in syringe which was noted prior to use. The following information was provided by the initial reporter: material no: 302830; batch no: 8360524, 8178734, 8270519. Verbatim: there is a fluid inside the syringe, while syringe is still in the package.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8360524. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-12-26. Medical device lot #: 8178734. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-06-27. Medical device lot #: 8270519. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 20 ml ll s/c 48 experienced liquid/moisture/droplets in syringe which was noted prior to use. The following information was provided by the initial reporter: material no: 302830, batch no: 8360524, 8178734, 8270519. Verbatim: there is a fluid inside the syringe, while syringe is still in the package.